Event description:
It was reported that one infusor device was observed no flow. There was noted prior to patient use. No additional information was provided.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.